Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell and others, brown particles in the gel, observed 40 mm dark patch edge material inside gel device and underweight. A microscopic analysis was performed which identified: broken striated on the anterior, two striated openings on the anterior and smooth broken on the anterior. Based on the device analysis the final assessment is: a striated broken due to surgical damage consist in the use of some surgical tool. Two striated openings due to surgical damage consist in the use of some surgical tool. A smooth broken due to smooth opening. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.